Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery (rca) a 3.5x18 mm rx xience alpine stent was implanted without issue in the rca. Reportedly, the physician requested a 4.0x12 mm nc trek balloon dilatation catheter (bdc) to perform post-dilatation; however, the technician inadvertently grabbed a 4.0x12 mm rx xience alpine stent delivery system (sds). The 4.0x12 mm rx xience alpine sds was advanced, inflated and inadvertantly implanted within the 3.5x18 mm rx xience alpine stent. There was no complaint against either of the xience alpine stent systems. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality deficiency with respect to manufacturing, design or labeling.